Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. Additional evaluation findings are as follows: physical stress of the insertion tube-non bending section noted; deterioration or breakage of the bending section adhesive; deformation or breakage of the control section due to physical stress; defects of the connector; defects of the boot noted; control section deformation or breakage due to physical stress; angle wire elongation noted; control section noted broken. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a switch operated despite no operation by the user. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Correction: h8 - reuse should have been selected on the initial report rather than unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the remote switch cover or remote switch cable inside the operation unit, or a problem with the board inside the video connector. Olympus will continue to monitor field performance for this device.